Manufacturer narrative:
(B)(4). Analysis of the lead (s/n (B)(4)) found the stimulation lead distal end electrode was pulled out or off. Impressions were visible on the surface of the #0 and #8 electrodes that were consistent with tool marks. Electrodes #0 and #8 were pulled out/off of the molded rubber. Electrode #8 was also bent. The molded rubber is torn on the edge adjacent to the #0 and #8 electrodes.

Event description:
It was reported that the top electrode of the lead broke/fractured when the surgeon was trying to place it surgically during normal placement. Impedance testing and x-rays were performed. As a result a different product was used, this resolved the issue. It was noted the device was used with/in the patient and was going to be used for treatment of pain. There were no patient symptoms, complications, injuries, or death associated with this event. At the time of the report the patient was alive with no injury and recovered without sequela.